Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional. Error 105 appeared on the carto 3 system and the ECG's disappeared when the smart touch bidirectional catheter was connected. The signal loss was observed on the intracardiac and body surface signals on both the carto 3 system and the recording system. The physician did not have any signals available to monitor the patient's heart rhythm. They exchanged cables without resolution. They exchanged catheters and the issues resolved. The procedure was completed with no patient consequence. Error 105 was easy detectable by the user. The catheter was inoperable since it could not be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. Therefore, this issue was assessed as not reportable. Since the patient's heart rhythm was not visible to the physician, this issue has been assessed as a reportable malfunction. The lack of monitoring of the cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional. Error 105 appeared on the carto 3 system and the ECG's disappeared when the smart touch bidirectional catheter was connected. The signal loss was observed on the intracardiac and body surface signals on both the carto 3 system and the recording system. The physician did not have any signals available to monitor the patient¿s heart rhythm. They exchanged cables without resolution. They exchanged catheters and the issues resolved. The procedure was completed with no patient consequence. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.